Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer, who claimed that the system geometry movements were unavailable. Upon troubleshooting, rse found the geo ipc computer lost communication with the host pc. The machine was turned off, the network cable on the switch was changed, and the geo ipc software was reloaded, which temporarily resolved the issue. Again, it was reported to philips that the geo ipc does not turn on. The philips field service engineer (fse) visited onsite and confirmed that the equipment was not working and found 220v arriving on the computer. Analysis of the system log files showed the malfunction of geo-pc. Upon functional analysis, fse found the geo pc software was not working correctly and verified the power supply presented 216 volts at the input. The philips engineer replaced the geo pc, reinstalled the software, and updated the smart drive firmware. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system geometry movements were unavailable. The device was in use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.